Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved each event by completing fill tubing process and resuming insulin.